Event description:
The company was informed that the recipient experienced a skin flap breakdown at the implant site. The recipient had swelling for one month. The recipient was treated with anti-inflammatory drug, draining effusion, and debridement; however, the swelling remained. Revision surgery is under consideration.